Manufacturer narrative:
Device received with broken battery tube threads, cracked case(battery tube) and scratched around casing. No bubble like damage on pump noted during visual inspection. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had cosmetic damage on the insulin pump. The customer stated their is a crack from the middle of the battery to the top of battery. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and the customer was advised the device will be replaced and returned.